Event description:
It was reported that device fracture occurred. The 15mmx3.00mm, 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 330cm rotawire was selected for use. During the procedure, it was noted that the guidewire was fractured. The device was removed and the procedure was completed with another of the same device. No complications reported and the patient is stable.

Event description:
It was reported that device fracture occurred. The 15mmx3.00mm, 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 330cm rotawire was selected for use. During the procedure, it was noted that the guidewire was fractured. The device was removed and the procedure was completed with another of the same device. No complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Product analysis could not confirm the reported event, as visual inspection found no damages or defects on the returned rotawire. No device fractures were noted. Additionally, dimensional testing was performed, and the guidewire was within specifications.